Event description:
Related manufacturer reference number: 2017865-2025-10552. It was reported that the patient presented for aveir leadless pacemaker (lp) system implant procedure. During the procedure, it was found that the first attempted atrial lp failed to be separated from the delivery catheter. A new system was attempted, which also failed to separate from the delivery catheter. Upon removal, the helix of the second attempted lp was found to be elongated. The procedure was completed using a third atrial lp and catheter system on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of separation failure was not confirmed. Final analysis found no anomaly on the outer and inner helix, the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomalies were detected.